Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during implant the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode did not pass defibrillation threshold (dft) testing and would not convert during ventricular fibrillation (vf) induction. The impedance measurements during induction were higher at 130 and 140 ohms. It was noted that the patient has hypertrophy. Further testing was performed three days later where the s-ICD took nine seconds to detect the vf the first time and four and a half seconds to detect on the second induction. Since the s-ICD and electrode failed to convert the vf at 70 joules a revision procedure was performed. The s-ICD and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.